Event description:
Non-physiologic noise was reported, with 50 non-sustained episodes in six days noted on review of performance data from the device. Three of the episodes led to vf. The lead was replaced; no patient complications have been reported as a result of this event.